Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd vacutainer® winged safety push button blood collection set to draw labs, a clinician obtained a contaminated needle stick injury. The associate is unsure of how the incident occurred but may have been due to a lack of attention. The source patient received routine post exposure lab work and tested (B)(6)for (B)(6). No other medical interventions were reported.